Event description:
On the morning of monday (B)(6) 2024 at (B)(6) ga my mother, (B)(6) had an elective outpatient procedure to install a device called the abbott amplatzer amulet laao (left atrial appendage occluder) which was meant to prevent blood clots due to afib(atrial fibrillation) which could lead to stroke (she had been taking a blood thinner called eliquis which was working fine for her). The device moved (embolized is the term her doctors used) to her mitral valve in post-op which blocked blood flow to her heart. That, in addition to an hour of CPR (cardiopulmonary resuscitation) while they retrieved the device led to multiple strokes in both hemispheres or her brain, among other things. She was left blind, unable to move, and with a very low level of awareness. She had just turned 79 and even though she lived with me, she was independent. She did her own shopping, made her own meals, drove a car, gardened and cared for the birds and squirrels that lived in the backyard. She loved reading and took continuing education classes and was trying to live her best life. My mother and family were then mistreated by the medical system throughout the ordeal that followed. About 2 weeks later she was discharged from the hospital with only a few hours notice and without being told of her right to appeal. We were threatened with thousands of dollars a day in charges if we didn't have her moved and the bed previously offered to her at the (B)(6) for "rehab" was rescinded and we were left with no other choice but to move her further away from home to the (B)(6) in (B)(6). She stayed there almost a month before, despite our appeals, she was deemed to no longer need the level of care she was getting there which was a total farce. So, in the last week of her life we had her moved to the (B)(6) in (B)(6)for subacute care on (B)(6) 2024. She had developed a pressure wound in the hospital that performed the procedure and it was now stage 4. By friday (B)(6) 2024 she was running a temperature of 104f, her breathing was labored, her pulse oxygen was very low, and her blood pressure plummeting. We had her moved to the(B)(6) emergency room where they stabilized her. She was soon admitted to the ICU. Our choice, at that point was to continue treating her which would lead to additional pain and suffering or change our course to just providing her comfort. We chose the latter, and she passed peacefully 12 hours later in the ICU on (B)(6) 2024 at 7:21pm. The ICU staff did an amazing job for my mother and family (one of the few instances of real kindness and concern from the medical system we saw during this nightmare). She died of septic shock complicated by hypoxemic respiratory failure complicated by stage 4 sacral decubitus ulcer complicated by malnutrition.